Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise that was oversensing causing pacing to be inhibited. The lead was explanted and replaced successfully. It is unknown if there were any patient symptoms relating to the inhibition.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with lead function. There was evidence of explant/induced related damage found.

Manufacturer narrative:
The explanted lead was returned and is currently in analysis. This report will be updated upon completion.

Event description:
--